Event description:
Patient presented with cervical myelopathy was implanted with synapse construct on (B)(6) 2013. During the two week follow-up appointment, the doctor found two of the synapse screw caps had become dislodged from the screws. The surgeon reported that this is his fifth patient that had this happen with synapse screws. The surgeon plans on keeping a close observation with the patient and loss of deformity correction. Bone graft was used. Patient was prescribed with cervical collar post-operatively. This report is for two (2) unknown synapse screws. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.